Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a review of the device history records and a review of labeling. Return material was not available from the customer. Specificity testing protocols were executed using reagent material from prism (B)(6) plus, hbsag and hcv reagent lots against a reference reaction tray lot and the reaction tray lot in question (lot 38074m500). The results showed normal performance, without false reactive results, which determined they are performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency was not identified for the reaction trays or the abbott prismnext system, (B)(4).

Manufacturer narrative:
An error in the initial emdr was discovered on (B)(6) 2014. Contained the incorrect total false positive results for this prism next analyzer (serial number (B)(4)). The correct total false positive results per month are as follows: total number of (B)(6) false positive results per month: (B)(6) total number of hcv false positive results per month: (B)(6)) total number of hbsag false positive results per month: (B)(6).

Event description:
The customer observed (B)(6) results for multiple patients while using the prism analyzer. The customer provided the following information: total number of (B)(6) results per month: (B)(6). Total number of (B)(6) results per month: (B)(6). Total number of (B)(6) results per month: (B)(6). The results were (B)(6) when the specimens were tested by the ilex method. There has been no impact to patient management reported. No specific patient data was provided.